Event description:
It was reported by the patient that he experienced 8 successive "inappropriate shocks." The device was explanted and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. Additional information was received in a lawsuit alleging that the patient 'suffered physical and other injury'. It also alleged that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective' lead. As a result, the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages'. And the patient has 'suffered physical injuries and various physical manifestations of emotional distress.'

Manufacturer narrative:
(B) (4)